Event description:
The complainant reported that during a left coronary angiogram procedure, the rotator connected to the tubing broke into two pieces. The flow rate condition was 10ms/30ml/800 psi. No harm or injury to the pt was reported.

Manufacturer narrative:
The suspect device has been returned for evaluation; however, the investigation is not complete. A follow-up report will be submitted when add'l info is available.